Event description:
The reporter stated that the tip of the screwdriver broke off in the head of the screw during surgery. The tip was recovered during the surgery. The pt was not harmed.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.